Event description:
Ambulance crew were called to a person who had collapsed. A shock was administered to the pt using the device in manual mode. The pt was moved to the ambulance due to inclement weather and poor terrain and a second shock was administered. The pt was intubated and cannulated. A third shock ws attempted. While the unit was charging, it allegedly malfunctioned and discharge spontaneously. The pt's hand came up in reaction to the shock and made contact with the operator's leg allegedly causing the operator to receive an electrical shock. The device subsequently failed to turn on. The pt was transported to the hospital without the use of the device. The pt was not resuscitated. The operator was examined at the hospital and releases. No serious injury to the operator were reported.

Manufacturer narrative:
It has been concluded that the likely root cause of the reported malfunction was a shorted high voltage diode, cr25, on the main pcb assembly.